Manufacturer narrative:
(B)(4). Method: film. Results, conclusion: stent graft migration, endoleak. Disease progression, aortic neck dilatation.

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, the patient was seen for a routine followup. A distal migration of the stent graft was noted, resulting in a proximal type I endoleak. In addition, a distal type I endoleak was discovered in the left common iliac artery, as seal was lost due to disease progression. Both the migration and the endoleaks were due to disease progression. At this time, the pararenal aorta measures over 40 mm in diameter. An open conversion is planned. Patient is asymptomatic. A review of returned films was insufficient to determine the cause of the endoleak which self resolved several days post-implant. Pre-implant 3d worksheet (unknown date) shows that the proximal neck was angulated approximately 60deg; the neck diameter was 22mm below the renals, and 24mm at the start of the aaa. The diameter of the aaa was not labeled; however, it appears to be approximately 4-5cm. The right iliac artery diameter measures 22-24mm, and the left iliac artery diameter is 18-20mm. The neck, aaa and iliacs were all moderately calcified. The iliacs were not tortuous. The left and right externals were 12-14mm in diameter.

Event description:
It was reported that the patient presented emergently with back pain. A CT scan revealed that the bifurcate had migrated approximately 50 mm distally, resulting in a type ia endoleak. In addition, a type ib endoleak was seen in the left iliac. The physician elected to do an intervention, as the patient was on dialysis due to chronic renal failure and they did not have a good infrarenal neck. The physician embolized the renal arteries and started the graft at the superior mesenteric artery. The physician implanted an aui, then added 2 stent grafts to extend through the right limb to the right external iliac. The left internal and external iliacs were then embolized and a right to left fem-fem bypass was performed. No additional clinical sequelae were reported and the patient is fine. The physician believes the migration and endoleaks were caused by vessel dilatation.